Event description:
Per medical record, tee showed normal functioning mitral valve, well seated with no visible pvl. Moderate tricuspid valve regurgitation noted along with severe pulmonary htn. Tee also showed a new echogenic density/mass attached to the roof or posterior wall/coumadin ridge of la, possibly thrombus/myxoma. Patient was started on eliquis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including coronary artery disease and hyperlipidemia. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a 25mm 7300tfx mitral valve in the mitral position was disabled via valve in valve procedure after an implant duration of 3 years, 10 months due to calcification.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical record that a 25mm 7300tfx mitral valve in the mitral position is under evaluation for a possible valve in valve procedure after an implant duration of 3 years, 10 months due to mitral regurgitation. Patient has evidence of acute on chronic combined heart failure as manifested by progressive dyspnea, edema, and presence of orthopnea (nyha fc ii). Per medical record, patient has mild mitral regurgitation. The mitral regurgitant volume is 18.3 ml. Peak gradient is 10 mmhg. Mean gradient is 4 mmhg. Effective regurgitant orifice is 0.1 cm2. The 25mm edwards mvr is present in the mitral valve position, which appears stable and secure with no obvious pvl. Patient is still under review. Tee did show a new echogenic density/mass attached to the roof or posterior wall/coumadin ridge of la, possibly thrombus/myxoma. Tee was performed on (B)(6) 2024 and there were concerns for a clot vs myxoma and was restarted on eliquis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, impact code, device code and type of investigation). H11: corrective data: medwatch# 54916 was inadvertently submitted with in errs and the sections have been updated with the following: patient is still under evaluation for a possible valve in valve procedure due mild mitral regurgitation. Based on the additional information obtained, this correction is being submitted.